Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded while they were trying to pass a spybite biopsy forceps through the channel. There were no issues reported with the spybite. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.